Event description:
It was reported that "the wing of the aviator plate malfunctioned upon last screw going in."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Methods: device history review; complaint history review; device inspection; risk assessment. Results: the device, aviator assy two level plate, was confirmed by visual inspection to have a deformed spring bar. Per the correspondence, the plate malfunctioned upon the insertion of the final screw during surgery. There was a surgical delay of 5 minutes as a result of the reported event. However, no adverse consequences to the patient was reported. Manufacturing records were reviewed and one relevant manufacturing issue was identified. The manufacturing issue pertained to one unit that while testing, the spring bar came out of its location, however, this one unit was disposed of. As stated in the surgical technique, the use of a drill guide "provides a positive ¿snap¿ when inserted into the screw hole in the plate. The guide must be removed prior to tapping or screw insertion. To disengage, the surgical technique recommends a side to side rocking technique to release the guide. If the guide is over articulated during this step, the spring bar can pop out. Other possible causes could be the spring bar became deformed during screw installation and/ or as the result of an incorrect angle of the screw. The cause cannot be determined conclusively and is likely multifactorial. Conclusion: the cause of the reported event cannot be determined conclusively and is likely multifactorial in nature.

Event description:
It was reported that "the wing of the aviator plate malfunctioned upon last screw going in."